Event description:
It was reported that the patient had an episode of sustained ventricular tachycardia. It was also noted that the left ventricular lead was unable to be used to due diaphragmatic stimulation and the atrial lead had a high threshold. The leads were explanted and replaced as part of a system upgrade. The patient is a participant in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed). (B)(4) the full lead was returned and analyzed. No anomalies were found. It was also noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, there was blood in/on the helix mechanism and there was apparent explant damage.